Manufacturer narrative:
The "date of event" was not provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges one side of chair dropped and customer fell out of the unit. Paramedics were called.

Manufacturer narrative:
The device was returned and evaluated. The alleged condition could not be duplicated.

Event description:
Alleges one side of chair dropped and customer fell out of the unit. Paramedics were called.